Manufacturer narrative:
Concomitant medical products: 505458 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was marked as unusable, and no further details were available. The lead was capped and replaced. No patient complications have been reported as a result of this event.